Event description:
A call to technical services on (B)(6) 2012 states that a st. Jude device with high lv outputs was explanted. No other information is available. 2)this report reflects information received by FDA in the form of a notification per 803.22 (b)(.